Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal compounded baclofen 500 mcg/ml at 89.62 mcg/day, morphine 15mg/ml at 2.688 mg/day, bupivacaine 40mg/ml at 7.170mg/day via an implantable pump. It was reported that there was an unsuccessful catheter aspiration and reported overdose symptoms following the procedure that prompted the surgical intervention where the original 8780 ascenda catheter was partially revised with a new ascenda 8780 kit. Troubleshooting steps went as follows - attempted to free coiled catheter from the pump pocket and hooking syringe directly to catheter in effort to prompt more cerebrospinal fluid (csf) return. None of which led to the recommend catheter aspiration volume. The physician decided to remove a portion of the original spine segment and full original pump segment and attach a new pump segment. Physician proceeded with revising the pump segment only of the original catheter in attempt to resolve the issue. Physician decided to flush partially aspirated catheter with saline to clear drug. Unknown if any environmental/external/patient factors may have led or contributed to the issue. It was unknown if the issue had resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2012: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 10-oct-2014, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.